Event description:
The manufacturer received info alleging the ac power led would not illuminate. The device was in pt use. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR's service center and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. In addition, during the evaluation of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).